Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the button stayed compressed resulting in removal of the insufflation flow. Therefore, there was loss of insufflation.

Manufacturer narrative:
The device has been discarded and was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: button stayed compressed. Probable root cause: 1. Severe shipping conditions 2 material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the button stayed compressed resulting in removal of the insufflation flow. Therefore, there was loss of insufflation.